Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death, stroke, and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a coil embolization procedure to treat an aneurysm located at the basilar artery tip. The procedure was completed without any issue. On the following day, the patient experienced ischemic stroke with symptoms of visual field defect and ataxia (modified rankin scale: grade 2). Heparin (dosage unknown) was administered. Four days post procedure, the patient experienced a brain stem hemorrhage with symptoms of full paralysis and lethargy. Nitroglycerin (dosage unknown) was administered. Seven days post procedure, the patient died.

Event description:
It was reported that the patient underwent a coil embolization procedure to treat an aneurysm located at the basilar artery tip. The procedure was completed without any issue. On the following day, the patient experienced ischemic stroke with symptoms of visual field defect and ataxia (modified rankin scale: grade 2). Heparin (dosage unknown) was administered. Four days post procedure, the patient experienced a brain stem hemorrhage with symptoms of full paralysis and lethargy. Nitroglycerin (dosage unknown) was administered. Seven days post procedure, the patient died.

Manufacturer narrative:
Device remains implanted.